Manufacturer narrative:
Reference MFR report # 2916596-2016-01698 for the report of the patient's previous admission for gi bleeding. (B)(4). Approximate age of device ¿ 2 months. The pump remains in use supporting the patient. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was readmitted on (B)(6) 2016 with a hemoglobin (hgb) level of 6 g/dl, melena, and weakness after being discharged from their previous admission on (B)(6) 2016. The patient had been transfused with 2 units of packed red blood cells (prbcs) at an outside hospital and received an additional 3 units upon admission to the implanting center. Coumadin and aspirin were held upon admission and the patient was started on subcutaneous octreotide. It was reported that the patient underwent a video capsule endoscopy on (B)(6) 2016 which did not pass through the stomach. The patient then underwent a repeat upper endoscopy (egd) with video capsule placement on (B)(6) 2016 which revealed a non-bleeding arteriovenous malformation (avm) in the jejunum. The study was not able to be completed due to reflux peristalsis causing the capsule to migrate back into the patient's stomach. The patient's melena eventually resolved and the patient's hgb level remained stable. The event reportedly resolved on (B)(6) 2016. The patient was re-admitted on (B)(6) 2016 with recurrent melena and an hgb level of 7.0 g/dl. The patient was transfused with 2 units of packed red blood cells upon admission and was started on IV protonix and octreotide. The patient underwent an egd and video capsule placement on (B)(6) 2016. It was noted that the egd was normal and the video capsule showed several non-bleeding avms in the proximal jejunum. The patient underwent antegrade double balloon enteroscopy on (B)(6) 2016 which showed non bleeding amvs in the proximal jejunum status which were cauterized with argon plasma coagulation (apc) therapy. The patient was restarted on coumadin for an inr goal of 1.5-2 and aspirin was held until the patient followed up in clinic. It was reported that the patient was transfused an additional 2 units of prbc prior to discharge on (B)(6) 2016.